Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The screw part and lot numbers are unknown, if identified separate reports will be submitted. Review of device history records show the lot released with no recorded anomaly or deviation. The package insert states "apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain which may not be related to the implant." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the remaining two plates were removed and discarded. It was also reported that the patient has some idiopathic infection and surgeon mentioned that patient has low hemoglobin and is close to renal failure.